Event description:
It was reported that during the procedure, multiple attempts were made to implant the right ventricular (rv) lead in different areas. However, high capture thresholds and suboptimal injury current were observed in several target areas of the right ventricular septum. While helix extension went smoothly in three positions, it could not be extended in the fourth position despite the standard clockwise rotation of 25-30 turns. Attempts to withdraw the steel wire were also ineffective. To ensure the patient's long-term safety, the physician replaced the original lead with a new 7742 lead. After implantation, the new lead showed normal thresholds, sensing, and satisfactory injury current. The procedure was completed successfully with no adverse patient effects reported. The original lead is expected to be returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis confirmed the helix extension difficulty due to dried/blood/tissue around the helix, however, did not confirm the reported high threshold measurements. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during the procedure, multiple attempts were made to implant the right ventricular (rv) lead in different areas. However, high capture thresholds and suboptimal injury current were observed in several target areas of the right ventricular septum. While helix extension went smoothly in three positions, it could not be extended in the fourth position despite the standard clockwise rotation of 25-30 turns. Attempts to withdraw the steel wire were also ineffective. To ensure the patient's long-term safety, the physician replaced the original lead with a new 7742 lead. After implantation, the new lead showed normal thresholds, sensing, and satisfactory injury current. The procedure was completed successfully with no adverse patient effects reported. The original lead is expected to be returned. The product has been received for analysis.